Event description:
It was reported that four ems were used during a "t.a.p.p." Hernia repair. It was reported by the affiliate that while attempting to use the ecs instrument, staples constantly jammed in the nose which resulted in four devices being opened. All four instruments continually jammed. A fifth device was used to complete the case. There was no consequence to the patient.